Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported that during rotator cuff repair, the micro tornado hp w handcontrol handpiece was only working on foot control and shaver blade not locking into connection.the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed the cable of the handpiece is worn and slightly damaged as it showed marks of use. The photo do not provide enough evidence to determine root cause for the issue experienced by the customer. The possible root cause for the failure found can be related at the lack of maintenance due to wear of the components, as well as rough use by the user. However, this cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device [1647m2121r] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during rotator cuff repair, the micro tornado hp w handcontrol handpiece was only working on foot control and shaver blade not locking into connection. Another hand piece was used to complete the procedure. No patient consequences or surgical delay reported. The device is not available to be returned for evaluation.